Event description:
Customer reported her glucose test did not start after blood sample was applied. Customer also reported experiencing symptoms of hypoglycemia and loss of consciousness and eating food, drinking sugar water and taking her anti-hypertensive medications to counteract her symptoms. There was no report of third party medical intervention, death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: upon trouble shooting with the adc customer services, it was discovered that customer did not apply the blood sample on the test strip correctly. Customer was educated on how to apply blood sample on test strip.